Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient draining fluid at the battery site. Doctor examined the pocket and felt it needed to be explored in or. In procedure of exploring the pocket fluid was sent to the lab for stat results. Results came back positive for bacterial infection in the pocket. Entire system explanted. Issue resolved.